Event description:
I have had 3 emergency hernia surgeries at (B)(6) hospital, (B)(6). Dates (B)(6) 2020, (B)(6) 2021, the last two had mesh implanted, the first mesh migrated and adhesive itself somewhere else in body and doctor spent 7 and half hours trying to get it out but was unsuccessful, (B)(6) 2021 was first time I went septic, I have gone septic 5 more times since. The most recent time caused kidney injury and stroke I think. My body has been rejecting the mesh but they can¿t get it out. There is no help for me. Can¿t work, have bowel and urinary incontinence, and disability determination is taking forever, child support services are trying to throw me in jail. I have pending lawsuit for mesh but doubt I will live to see the outcome. Every day I am sick, nauseated, in pain, have severe edema, and no financial help. So I am homeless. And there has been no help for me. Living like this is horrible and I pray that something is done to prevent this to others. I was told this was a regular surgery and was never given an option nor never told the possible complications. And now I suffer physically, emotionally and financially. A lot of test I don't know.